Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: there was no evidence of damage or lifting to the keypad observed. The contrast button was intermittently unresponsive when tested. The up, down and ok buttons responded properly when tested. The black box showed a date and time reset after a power on reset on 06/19/2013 10:15->10:20= 05 minutes. Unrelated to the initial complaint, the display screen had a pinkish contrast. The display was replaced with a test display, and the contrast returned to normal. A visible inspection of the bt1 internal battery showed it was leaking. The keypad cover was removed and contamination was observed under the contrast, up, down and ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were nonresponsive. The pump would not respond to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.